Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka, an unknown journey ii bcs right femur bumper snapped off into the definitive implant introducer. Surgery was still successful, and the broken part was removed. It is unknown how surgery was completed, if this caused surgical site alteration, and if there was any surgical delay. No further information is available.

Manufacturer narrative:
H10: additional information in d1 and d4. H11: corrected information in b5 and d2.

Event description:
It was reported that, during tka, a journey fem impact bumper rt snapped off into the definitive implant introducer. Surgery was still successful, and the broken part was removed. It is unknown how surgery was completed, if this caused surgical site alteration, and if there was any surgical delay. No further information is available.

Manufacturer narrative:
Corrected data: h6 (type of investigation, investigation findings). Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka, an unknown journey ii bcs right femur bumper snapped off into the definitive implant. Surgery was still successful, and the broken part was removed. It is uncertain if the definitive implant had to be removed and replaced with another one, or if the broken bumper could be extracted without affecting the positioning of the implant. It is unknown how surgery was completed, if this caused surgical site alteration, and if there was a delay.